Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm hps dv 380cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual analysis of the returned sample, sm hps dv 380cc it was identified a tear on the anterior view, near to the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device 5649992 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast surgery with a 380cc mentor smooth round high profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2021.